Event description:
It was reported via literature that the filter detached, and migrated, resulting in additional intervention and patient injury. The study reviewed data from 1101 carotid artery stenting (cas) procedures performed between (B)(6) 2023. In all procedures, a distal embolic protection system (filterwire) was adopted in all cases. The majority of patients (80.2%) were treated using a non-boston scientific dual-layer mesh-covered stents (dls). The remaining patients were treated using single-layer first generation stents (carotid wallstent). The primary endpoint was survival free of death, stroke, and myocardial infarction (mi) at 30 days. In addition, technical success and periprocedural major adverse clinical event rate (with a focus on stroke) were also evaluated. One case of the five major strokes occurred in one asymptomatic patient after an erroneous movement of the filter, which got stuck at the distal portion of the stent. It was not reported whether the stent was carotid wallstent or one of the non-boston scientific stents. During the removal attempts, the filter detached from the system and migrated to the middle cerebral area. Despite the filter being removed through a non-boston scientific snare, the final angiogram documented the occlusion of a distal branch of the middle cerebral artery. The occlusion led to a major stroke, with functional recovery reported at 3 months.

Manufacturer narrative:
2 - age at time of event: the mean age of patients was 79 plus or minus 7.8 years. A3a - sex: 745/1101 patients were male. B3 - date of event: the event date was estimated to the first known cas procedure included in the study. Detailed product or patient information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Stefanini, m., cacioppa, l. M., bellini, l., ginanni corradini, l., d onofrio, a., & simonetti, g. (2024). Dual-layered micromesh stent technology for embolic prevention in carotid revascularization: technical experience and clinical outcomes from a high-volume interventional radiology center. The journal of cardiovascular surgery, 65(3), 213 - 220. Https://doi.org/10.23736/s0021-9509.24.13033-9.